Manufacturer narrative:
The power chair was not returned for evaluation, so the complaint of the chair stopping and driving erratically could not be verified, and the underlying cause could not be determined. This product is on the list of serial numbers impacted by the medical device field removal joystick recall z-2270-2013. The units were recalled due to a supplier quality issue involving the electrical component of spj+ joysticks and mk6i driver controls. The defect resulted in the wheelchairs slowing down relative to the commanded speed and then either driving at the reduced speed or recovering and creating an unintended acceleration. The tdxsp/tdxsr user manual states that if the joystick is erratic or does not respond as desired to contact the dealer/invacare for service. The manual also recommends that any damaged component be replaced immediately. The expected life of a power chair is 5 years, and the device was manufactured in april 2011; therefore, it has exceeded its expected life. Should additional information become available, a supplemental record will be filed.

Event description:
End user stated her chair stopped in the middle of a street; the battery had run out. She states the cord on the charger is cut and doesn't work right. She said it's taped right now. The dealer was contacted and stated that the chair drives "crazy". She states it will go for a minute then stops and when they tested it in the warehouse it was driving erratically. She mentioned that this customer is a very heavy user, and it out and about all day driving multiple blocks all day long. She states they have in the past replaced multiple parts and motors, casters etc. Due to the extensive wear she puts on the chair.